Manufacturer narrative:
Siemens has completed an investigation of the event. The root cause was determined to be a handling error. During the investigation, it was communicated that the patient was not fixed during the examination. According to the instruction for use (somatom go.top / instructions for use, print no. C2-082b-g.621.05.03.02, chapter 2.4.4 securing the patient, page 28) it is recommended to fix and observe the patient during the examination to avoid unintentional patient movement and injury to the patient. No further actions are to be taken as there is no negative awareness regarding the quality and performance of the system. Assessment does not indicate a system failure or malfunction and no non-conformity was identified.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom go.top CT system. On (B)(6) 2024, during an examination of a 59-year-old male patient, the plexiglass ring of the scanner was damaged. The patient bent his knee as the table moved toward the gantry during the topogram scan. As a result, the plexiglass ring broke and the patient suffered a soft tissue injury to the knee which required stitches.